Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the tubing kinked and occluded could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set IV tubing kinked and occluded the infusion flow to the patient. The following information was provided by the initial reporter: "IV tubing with kink, continuously ringing off occluded patient. Line flushed through, PICC flushed. Continued occluded alarms".

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set IV tubing kinked and occluded the infusion flow to the patient. The following information was provided by the initial reporter: "IV tubing with kink, continuously ringing off occluded patient. Line flushed through, PICC flushed. Continued occluded alarms".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.